Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, including a glucose value of approximately 330 mg/dl after dinner when a smaller-than-meal announcement was made and while the patient was playing video games, with subsequent downward trend after monitoring and allowing the correction algorithm to work. Symptoms included asymptomatic hyperglycemia. Outcomes included no injury and no need for medical intervention beyond routine monitoring. Investigation included review of reported device performance and user reports of infusion set status and insulin delivery. Investigation of this case revealed effective insulin delivery with stable performance metrics and no observed issues with the infusion set or tubing, with hyperglycemia plausibly influenced by meal under-announcement and activity-related glucose elevation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.